Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were sticking and hard to press on their insulin pump. Customer's blood glucose was 120 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to flattened dome. The insulin pump was received with minor scratches on lcd window and cracked case at display window corners.